Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow up report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the home patient (hp) experienced a use error while performing peritoneal dialysis therapy on a hc device. The care giver (cg) stated that the heater bag was empty so they disconnected a full supply bag from one of the cassette lines and connected it to the heater line of the cassette. A baxter technical service representative advised the cg to end the hp's therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.